Manufacturer narrative:
7/15/97-supplemental report #2 submitted to FDA.

Event description:
The device was implanted on 4/18/96. The catheter was cracked. On 8/2/96 it was removed. The surgeon implanted a new catheter without further incident. The hosp has reported that the pt's status is satisfacory.